Event description:
The customer reported a loss of vascular imaging mode functionality. No patient or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation boards and associated connections were removed and reseated during the service call. The system was tested and found to be working as intended and put back into service.